Event description:
It was reported that the physician was preparing for a rotator cuff repair surgery. A new and unused ambient super turbovac 90 ifs wand was plugged into a quantum 2 system, and the controller gave an error code. A second new and unused ambient super turbovac 90 ifs wand was plugged into a second quantum 2 system and again the controller gave an error code. A third new and unused ambient super turbovac 90 ifs wand was plugged into a third quantum 2 system and again the controller gave an error code. The procedure was ultimately completed, however, the MFR is unaware how the procedure was completed. No patient complications reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Reference MFR report (s): 9019871-2012-00296; 9019871-2012-00297; 9019871-2012-00298; 9019871-2012-00300; and 9019871-2012-00301.